Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's father reported that his son faced a bent cannula issue. Reportedly, he experienced high blood glucose levels for many hours, which they tried to treat it with a pump, but it did not respond. The issue occurred on second day of insertion and when that he removed the cannula, and it was found bent. Consequently, he was admitted to the hospital due to high blood glucose level and positive ketone levels. During hospitalization, the patient was administered intravenous drip of some unspecified medication (drug name unknown). Further, his health care professional advised him to continue using manual injection for 2 to 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.